Event description:
It was reported that an unknown patient underwent atrial fibrillation (afib) ablation procedure with a carto 3 system. There was a map shift. During mapping or ablation phase he experiences map shift although there's no patches error on the system. The patient did not move and there was no cardioversion. The issue was managed to complete the case by remapping. There was no patient consequences and a 10 minutes delay. There was a small shift between acquired map and catheter live position. The approximate difference in catheter location before and after map shift was 2-3cm. Map shift (without error message or patient movement/cardioversion) is MDR-reportable.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).

Manufacturer narrative:
On 30-jan-2023, the product investigation was completed. It was reported that an unknown patient underwent atrial fibrillation (afib) ablation procedure with a carto 3 system. There was a map shift. Device evaluation details: field service engineer confirmed that the issue was resolved by replacing the faulty backplane card with another one that was delivered to the customer. The suspected patch unit was sent to the manufacturer for investigation. It was found that the patch unit connection cable was physically damaged. The patch unit could not be repaired and was scrapped. The system is ready for use. A manufacturing record evaluation was performed for the system (B)(4), and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).